Manufacturer narrative:
Event did not occur in surgery. Product is an instrument and is not implantable. The results of the device history record review indicate the part met specification. Visual inspection found the prongs of the driver to be broken off in the direction of loosening. An engineering evaluation determined that damage prongs are the result of attempting to remove hardware with the driver. The surgical technique was update in 2007 with enhanced precautions.

Event description:
In 2008, the sales representative reported that during a kit inspection it was identified that the prongs of the driver were damaged. The malfunction has resulted in an adverse event in the past.